Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced shortness of breath for a (B)(6) period. The lead had perforated the patient.